Event description:
This is an international report where when the outer wrap was opened, the sponge dislodged. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No sample returned for the evaluation, the problem was not confirmed, no assignable cause could be determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.